Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing. In addition, there were low out-of-range ra pace impedance measurements less than 200 ohms. This lead was surgically abandoned, and no additional adverse patient effects were reported.